Manufacturer narrative:
(B)(4). It was reported that during a pvi redo procedure, using carto3 and a lasso eco catheter, spontaneous noise was seen on the lasso signals. This noise was seen on both carto and on the ep recording system. The noise made it impossible to see the true signals from lasso. The noise was on poles 1-2, 3, 4, 17 and 18 on the lasso. Troubleshooting was done including changing the cable to a new one and trying a different dongle with no effect. The problem was solved by changing the catheter. The procedure continued normally without any consequences to the patient. The procedure was not delayed more than 30 minutes. Upon receipt, the catheter was visually inspected and catheter electrodes were found damaged and a hole with exposed parts was observed at the spine cover section. The catheter outer diameters were measured and failed due to the damages observed. These conditions were not reported on the original complaint. A scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that the outer surface presented evidence of perforation an scratches induced by an unknown object forcing its way through it. Further information was requested regarding the condition of the catheter; however it has not been available for bwi. The device was then evaluated for electrical resistance and current leakage and it failed on electrodes 4, 7 10 and 15. Further examination revealed that the lead wires were broken at the loop area causing the improper signal condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding an electrical failure on the catheter has been verified. Based on available analysis results, it could not be identified whether the issue is related to an internal or an external cause. The root cause of the catheter damages cannot be determined; the failure mode does not appear to be caused by any internal bwi processes; since during manufacturing process all the catheters are inspected for visual damages before packaging.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 02/29/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Event description:
This complaint is initially reported as an MDR not reportable issue. It was reported that during a pvi redo procedure, spontaneous noise was seen on the lasso signals when using carto3 and a lasso nav variable eco catheter. This noise was seen on both carto and ep recording system, and on poles 1-2,3-4 and 17-18 on the lasso. The noise made it impossible to see the true signals from lasso. The issue was not resolved by changing the cable to a new one or replacing with a different dongle. The problem was solved by changing the catheter. The procedure continued normally without any patient consequences to the patient. The procedure was not delayed more than 30 minutes. This complaint is re-assessed to MDR reportable based on lab finding on february 29, 2016. Small hole/tear on spine cover was discovered below the ring #2. Holes and torn spine cover metal were exposed after ring #4 circle. Small hole/ tear exposing metal were discovered in places between ring #7 and # 8. Metal exposure was discovered in place after ring #8. These findings are MDR reportable as it compromised the integrity of the catheter and posed risk to patients of potential of thrombus when metal is exposed. It was also reported MDR not reportable issues from lab findings on february 29, 2016: ring #3 #4 and #5 and #6 were smashed /dented in with no physical sharp edges. Rings #9 and #10 were smashed with no physical sharp edges. Ring # 10 spine cover was torn with no metal exposed. The awareness date has been reset to the day the damage was discovered "february 29, 2015".